Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Facilty reported that the following occurred on (B)(6) 2012: resident was in therapy and used his hands to propel himself forward in wheelchair. Allegedly, the chrome on the wheels of the chair is peeling or chipping off. The following injuries allegedly occurred: skin tear. Facility reported that no medical attention was needed. The product has been taken out of use. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trsx5rc, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1110550 rev.g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.